Event description:
It was reported that the implant was removed and the site grafted due to "biomechanical overload". The patient presented with heavy occlusion two years ago and had re-cementation of the crown.